Event description:
It was reported the pt experienced a loss of therapeutic effect, extreme swelling, and hot flashes since implant. The symptoms have gotten worse over the past yr; the swelling affected his stomach "to the point of his belly button is sticking out about 2 inches". The pt had not been getting significant pain relief. The pump has been "turned up 2 times". At the last refill, there was "too much morphine left considering the pump had been turned up". The pt is disabled and the pain was getting worse. The concentration, dose and drug in the pump were not reported. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.